Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a damaged heartmate system monitor screen was not confirmed as no product was returned. The provided information indicated no images of the damage are available, and there was no patient involvement at the time of the reported event. The system monitor was replaced but was misplaced at the hospital/warehouse. The investigation will be reopened if the device is returned. A root cause for the reported event was not conclusively determined through this analysis. The device history records were reviewed and the records reveal that the heartmate system monitor, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. C, heartmate 3 patient handbook, rev. A are currently available. Section 4 of the IFU, entitled ¿system monitor¿, describes how to use the system monitor and the actions to take if the system monitor is not functioning as intended. Section 8 of the IFU, entitled ¿equipment storage and care¿, instructs the user to care for and clean the system monitor. The patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
A1-a6: there was no patient involvement g3: there was no patient involved in this event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the system moniter (B)(6) was defective, and the display was splinted. There was no patient involvement in the time of the event.